Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value in the range of 400 to 600mg/dl. The reporter stated she was having issues with air bubbles in the cartridge for several months. The reporter stated air bubbles continued to form in the cartridge and tubing even after other health care professionals filled the cartridges for her. It was noted that the reporter did not want to stay on the phone when customer support (cs) during troubleshooting. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the allegation there were issues with air bubbles in the cartridge and the issue was not resolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.